Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One driver was returned for investigation. Visual inspection of the as returned product identified excessive wear and damage on the hexed tip, but no fracture identified. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Based on the available information, device malfunction did occur; however the reported event was unconfirmed as there is no fracture identified. A root cause cannot be determined. The following sections have been updated: b4: date of this report; g4: date received by manufacturer; g7: checked "follow-up"; h2: checked follow-up type; h3: changed "no" to "yes"; h6: entered evaluation codes; h10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Reporter's name and email not provided/unknown. (B)(6).

Event description:
It was reported that the ratchet extension fractured. The procedure was completed with another instrument.